Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was intubated and the tube had been in for 5 days. It was reported that the #6 could not be seen at the lip of the baby because the number had worn off. It was stated that the tube was not kept but they opened another tube. The respiratory therapy supervisor was able to rub off the numbering with their fingernail. There was no patient injury.